Event description:
At approx 0552 in 2005, respiratory care practitioner was called to the hosp to assist in a possible "code blue." Rcp brought the vela ventilator to prepare for intubation. According to both the rcp and the physician who was present, the ventilator screen was displaying a "calibrate fio2" error. The rcp did calibrate the vent and received an analysis from the vent reading that the vent had indeed passed calibration and was delivering a measured fi02 of 99%. However, both the rcp and physician stated that the pt was not receiving oxygen because their vital signs (including spo2) were getting worse. The physician stated that morning upon arrival that the intubation went well, the tube placement was confirmed to be in good position via x-ray, and there were equal breath sounds bilaterally. Also, the dr states that all vital signs were stable post intubation. After the unit was calibrated the pt was placed on the ventilator. The rcp and dr both state that at that time, the pt's spo2 began to drop immediately. After a short time, the pt was removed from the ventilator and bagged at which time their spo2 increased to 98% again according to both sources. The end result of the conversation with rep from viasys is that hosp will be getting a new vela vent and will ship the current one back.